Manufacturer narrative:
The pencil failed testing due to the coag button improperly aligned on the mounting pin. This caused constant activation.

Event description:
The coag button is always on. There were no injuries.